Event description:
It was reported that the patient with a non-(B)(6) sling device underwent a procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. There were no patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).